Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report, however no other incidents related to implant loosening total for lot number: 1 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 0, by product family: 15 (5x depuy cmw 1g, 10x depuy cmw 2g).

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Dmf# 13704, trade name: gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form, powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent a primary right knee arthroplasty to address degenerative joint disease. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. On (B)(6) 2019, the patient underwent a right knee revision to address pain and tibial tray loosening at the cement to implant interface. The surgeon noted excising scar tissue and some tibial bone loss. The tibial tray, tibial insert, and femoral component were revised. The patellar component was retained. The patient was revised with competitor products and cement. There were no indicated intra-operative complications. Doi: (B)(6) 2015, dor: (B)(6) 2019, right knee.